Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the screen displayed "cannot discharge" and "poor pad contact" messages, when attempting to discharge the unit using the device paddles. The complainant indicated that there was no pt involvement in the reported malfunction.